Event description:
It was reported that the device and leads were explanted due to an infection. Patient presented with pocket erosion, and the infection was discovered. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.